Event description:
It was reported that the customer experienced a cracked and shattered touchscreen, rendering the pump's touchscreen unresponsive. There was no adverse impact to the customer¿s blood glucose level. As a corrective action, technical support arranged for the pump to be replaced since it was under warranty. The customer switched to multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted. The customer was also instructed on how to put the pump into storage mode and return it using a prepaid label within 10 days.